Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that both the pt's primary and back-up system controllers alarmed with the red heart alarm and would not function nor start up. The vad coordinator exchanged the system controllers.

Manufacturer narrative:
The pt remains ongoing on lvad support. The system controllers were returned to the MFR for eval and are currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.